Event description:
It was reported that the platform gave about 5 mins of compression before displaying user advisory 45 (not at home position after power-on/restart), and user advisory 9 (discrepancy between software and hardware load plate too large). Medics performed CPR, there was no adverse effects to the pt.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.